Event description:
Clarification of information was received on may 26, 2009. The account stated that the architect ca19-9 xr has generated discrepant results when compared to other methods. The patient's ca19-9 xr results are as follows; date: 2006, ca19-9 xr result (u/ml): 665. In 2007, 20.4. In 2007, 209.47. In 2007, 208.35. In 2008, 179.56. In 2008, 152.8. In 2009, 344.48. In 2009, 539.27. After reviewing the patients prior ca19-9 results, the doctor ordered diagnostic tests; 2 cat ( computerized axial tomography) tests, 2 colonoscopies and rectoscopies and 1 (pet) positron emission tomography test. Another sample from the patient was tested at two other facilities and the ca19-9 results were 28.0 and 11.0 respectively. The methodology used to obtain these results are unknown. There was no impact to patient management reported.

Manufacturer narrative:
Correction: in the initial MDR, there were three errors in the describe event or problem text: it was stated that "the doctor ordered diagnostic tests; 2 tac (taxotere, adriamycin and cyclophosphamide) tests" which is incorrect. The correct statement should be the doctor ordered diagnostic tests; 2 cat (computerized axial tomography) tests. It was also stated, another sample from the patient was tested at "another" facility and the ca19-9 results were 28.0 and 11.0 respectively. The methodologies used to obtain these results are unknown. The sample from the patient was tested at "two" other facilities and not one facility. It was stated that on january 16, 2009, the result was 3440.48 which was incorrect, the correct result is 344.48. An investigation is still in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: a review of complaint data along with a review of the customer data determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review and the customer data supported the information included in the complaint text. We reviewed quality records to determine if other customers had experienced similar issues that might warrant further investigation. Our review did not show any unusual activity related to your observations. We also evaluated the returned patient specimens using material from our inventory of lot 71555m100. We treated the specimen with heterophilic blocking tube (hbt) and evaluated it against an untreated specimen. Finally, we performed two dilutions (1:5 and 1:10) of the specimen and calculated the percent difference. The results were as follows: untreated specimen: 5857.2 u/ml; hbt treated specimen: 696.53 u/ml; 1:5 = 924.92 u/ml; % difference = -21%; 1:10 = 531.59 u/ml; % difference = -9%. Both the dilution linearity and hbt testing results demonstrate that dilutions of the patient specimen were non-linear which, is characteristic of the presence of an interfering factor. The hbt testing result provides evidence that the most likely component of this interfering factor is heterophilic antibodies. Per the limitations of the procedure section of the package insert (commodity (B)(4)), it states: heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additionally, it states: if the architect ca 19-9xr assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Although the acceptance criteria for the analytical specificity protocol were not met, the results obtained indicate that customers issue may be related to an interfering factor. This was indicated based on the non-linear results obtained in the dilution linearity testing, as well as the poor recovery and low results obtained in the hbt testing. Thus, an interferent such as heterophilic antibodies was likely. As a result, further investigation was of the product was not warranted. This is the final report.

Event description:
The account stated that the architect ca19-9 xr has generated discrepant results when compared to other methods. The patient's ca19-9 xr results are as follows; date: ca19-9 xr result (u/ml), 2006 665; 2007: 20.4; eleven days later: 209.47; same day: 208.35; 2008: 179.56; approx five months later: 152.8; early 2009: 3440.48; three months later: 539.27. After reviewing the patient's previous ca19-9 xr results, the doctor ordered diagnostic tests; 2 tac (taxotere, adriamycin and cyclophosphamide) tests, 2 colonoscopies and rectoscopies and 1 (pet) positron emission tomography test. Another sample from the patient was tested at another facility and the ca19-9 results were 28.0 and 11.0 respectively. The methodology used to obtain these results are unknown. There was no impact to patient management reported.